Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not provide any info as to if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation method: device history record was reviewed. Conclusion: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator on the hemostasis valve broke during use. No harm or injury was reported. The customer reported ten defective devices but did not provide any further info or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.